Event description:
The customer reported the device displayed the shock equip malfunction inop message. There was no report involvement.

Manufacturer narrative:
(B)(4). The philips customer repair center (crc) evaluated device. The device, as found/received passed all operational performance assurance testing. The device as found/received was fully functional. The shock equip malfunction inop could not be recreated. The crc found that the device status log contained entries of charge/shock failure - therapy pca (autotest). This status log entry is indicative of a condition that can cause the shock equip malfunction inop. The therapy pca was replaced to resolve the stated problem. The device passed all performance assurance tests and was returned to the customer. This was a malfunction of the therapy pca that caused a charge/shock failure in testing.